Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user¿s blood glucose (bg) level ranged from no impact to 284 mg/dl. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.